Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a different analyzer measurement than the printed measurement for the atrial channel. The analyzer was replaced, and began functioning correctly. The analyzer is expected to be returned. No patient complications have been reported as a result of this event.